Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, e1 initial reporter name, e3, (initially contact person name was added as initial reporter incorrectly), g2 a cath lab rn, called requesting assistance for a fo sensor failure alarm on a balloon catheter that was just inserted in the cath lab. Esp member instructed nurse to remove and reinsert the fo cable ensuring the arrows were aligned. This did not resolve the alarm. Esp member requested nurse to remove the fiberoptic cable and switch to the transducer (inner lumen) for the ap source. Nurse zeroed the transducer and reported that all waveforms and blood pressure indices were appropriate.

Event description:
The call was received from the customer to the emergency support program, requesting assistance for a fo sensor failure alarm on a balloon catheter that was just inserted in the cath lab. Esp member instructed customer to remove and reinsert the fo cable ensuring the arrows were aligned. This did not resolve the alarm. No harm.

Manufacturer narrative:
(B)(6), a cath lab rn, called requesting assistance for a fo sensor failure alarm on a balloon catheter that was just inserted in the cath lab. Due to character restrictions in block e1 full initial reporter name is: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy there was fo sensor failure alarm on a balloon catheter that was just inserted in the cath lab. There was no patient harm or injury reported.